Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use biopsy valve had the internal seal ring damaged while anesthetic was being administered via syringe. The issue occurred during a diagnostic bronchoscopy. There was no delay reported and it was completed with a similar device. There were no reports of patients¿ harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the investigation results and past findings, reasonably known information suggests potential causes is likely the damage occurred when forceful insertion or removal of the syringe, or insertion/removal at an angle, applied stress to the slit section inside the biopsy valve. The most probable cause of this complaint is a component failure. However, a definitive root cause pf reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplement is being submitted to make corrections to - d4, d5, h7 and h9. Update - h11. Olympus will continue to monitor field performance for this device.